Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was noted for an atrial lead position check failure. All lead measurements were within the expected range. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.